Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. The patient stated within one hour of insertion, they received an error on the dexcom app but was advised not to remove the transmitter by the dexcom app. Shortly after that (approximately 30 minutes) they received another error message to remove the transmitter and the patient replaced it. However, upon removal, the patient stated the small sensor remained in his leg. At this time, the patient did not have the transmitter on their body. The area where the sensor was started to bruise within several hours. The patient immediately contacted dexcom and they were advised to call their general practitioner (gp). The following morning ((B)(6) 2024), the patient went to their gp and they were unable to locate the small sensor. The patient was then referred to the emergency department (ed) on (B)(6) 2024. The patient stated they waited 9 hours to have an x-ray completed. They were then advised that they would have an ultrasound of the area done on (B)(6) 2024. After the ultrasound appointment, the gp decided to perform surgery on the are to try and locate the small sensor. This procedure involved local anesthetic and 6 stitches in the area. The surgery was unsuccessful and the small sensor was not located. Photographs were provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, ¿photographs were provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined." H2 correction. H6 health effect - impact code - additional. H6 type of investigation - additional.

Event description:
Photographs were provided for investigation. Photographs confirm that surgical intervention was performed; however, the results of the x-ray images did not confirm the presence of the sensor wire. The allegation was of a missing sensor wire was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is provided on (B)(6) 2024. It was and confirmed that the x-ray and ultrasound images did not confirm the presence of the sensor wire, therefore, surgeon still decided on proceeding with surgery. No additional patient or event information is available.